Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708160, serial/lot # (B)(4), ubd: 03-oct-2015, UDI#: (B)(4); product ID: 3708160, serial/lot # (B)(4), ubd: 03-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and non-malignant pain. It was reported that the patient had difficulty/was unable to disconnect components. The caller was replacing the ins with a new device due to normal depletion, and 8-15 came out fine, but 0-7 was stuck. The healthcare provider (hcp) was able to get the end out turning, removing the screw, and use of sterile water. The extension was damaged in the process. The tip of the extension broke off after trying to insert it into the new device. The caller reported that they will remove the extensions and direct connect to the ins. It was also reported that the contact 4 was open. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 3708160 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: 2018-(B)(6) product type extension product ID 3708160 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: 2018-(B)(6) product type extension product ID 97715 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator product ID 97715 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type implantable neurostimulator h3: analysis results were not available at the time of time report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the leads were corroded in the battery and the lead connection was broken in the 8-15 port. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Analysis of the ins (nkl722914h) found that the ins battery was at normal end of life and telemetry and output were okay. Analysis of the extension (njb106661v) found the extension proximal end insulation was consistent with metal ion oxidation. Analysis of the extension (B)(4) found the extension proximal end insulation was consistent with metal ion oxidation and the stim extension distal end conductor was broken up to the transition point. If information is provided in the future, a supplemental report will be issued.